Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module shut down and the restore feature had wrong parameters to the previous infusion could not be confirmed. The suspect device was not returned for this investigation and no additional event information was provided. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pcu or the system logs were not provided for this investigation. A copy of the facilities server event reported was provided, however there was not relevant information about the reported complaint. The alaris system user manual (v 9.33) states the restore function. To simplify programming, can be used to recall previous rate and volume settings for same patient. This option is only available if patient is not new, and system is powered up within 8 hours of last usage. The ¿system error bd alaris pc unit has the following information regarding the restore feature after a system error occurs. Any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu, programmed settings on the module are not restorable. If a system error appears the affected pcu should be tagged, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was reported with patient involvement, but no harm. Root cause: the root cause of the reported issue of the pump shutting down and the restore feature had wrong parameters was not determined. The suspect device was not returned for this investigation and no additional event information was provided.

Event description:
It was reported an unspecified event and the customer reached out to the manufacturer inquiring about the restore feature of the device. No further information was provided at the time. Bd received additional information. It was reported that the event involved an infusion of heparin. Per report, the pump shutdown while moving it along with the patient. The nurse restarted the pump and used the restore function. However, the programming was allegedly different despite using same patient/same profile/same channel. The nurses were able to recognize the wrong configuration before administering the drug to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified event and the customer reached out to the manufacturer inquiring about the restore feature of the device. No further information was provided at the time. Bd received additional information. It was reported that the event involved an infusion of heparin. Per report, the pump shutdown while moving it along with the patient. The nurse restarted the pump and used the restore function. However, the programming was allegedly different despite using same patient/same profile/same channel. The nurses were able to recognize the wrong configuration before administering the drug to the patient. There was patient involvement, but no harm.

Event description:
It was reported an unspecified event and the customer reached out to the manufacturer inquiring about the restore feature of the device. No further information was provided at the time. Bd received additional information. It was reported that the event involved an infusion of heparin. Per report, the pump shutdown while moving it along with the patient. The nurse restarted the pump and used the restore function. However, the programming was allegedly different despite using same patient/same profile/same channel. The nurses were able to recognize the wrong configuration before administering the drug to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of information provided by user/third party, c19 - no device problem found and d14 - no problem detected. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. Investigation summary: the report of the reported pump shut down; restore function issue was not able to be confirmed after the review of the log analysis. Testing was not deemed necessary since the issue was not identified after performing a log review of the suspect device. It is suspected that the wrong device was returned. The log analysis did not find any recording of the restore feature or the drug heparin as reported. A review of the pcu error logs showed no records associated to the reported incident. The reported event date was august 01, 2024, the event time was not provided. The pcu event log showed that on august 01 at 8:31 am the pcu was powered on for the first time that day and a sequence of infusions were subsequently programmed. The restore function was not recorded in the event logs on the day of the reported incident. At 8:31 am the pcu was powered on. At 8:32 am an infusion was programmed by guardrails drugs (esomeprazole) with a rate of 200ml/h and a volume to be infused (vtbi) of 100ml. At 9:02 am the infusion was completed with a pvi (primary volume infused) of 100ml, then, the volume to be infused (vtbi) was changed to 15ml and an infusion started again with the same rate. At 9:13 am the infusion was completed with a pvi (primary volume infused) of 115ml, then, the pcu was powered off. At 10:31 am the pcu was powered on, then, an infusion was programmed by guardrails IV fluids with a rate of 250ml/h and a volume to be infused (vtbi) of 250ml. From 10:47 am to 11:29 am the infusion was paused and silenced two times, then, the pcu alarmed occluded patient side two times and finally alarmed air in line alarm two times. In all alarms observed, the infusion was restarted immediately. At 11:43 am the infusion was completed with a pvi (primary volume infused) of 250ml, then, the pcu was powered off. At 11:44 am the pcu was powered on, then, an infusion was programmed by guardrails IV fluids with a rate of 900ml/h and a volume to be infused (vtbi) of 90ml, immediately after the infusion started, the rate was changed to 500ml/h, then, after 1 minute, the rate was changed one more time to 250ml/h. At 11:57 am the rate was changed twice to 500ml and 900ml respectively. At 12:01 pm the infusion was completed with a pvi (primary volume infused) of 250ml, then, the volume to be infused (vtbi) was changed to 30ml and an infusion started again with the same rate. At 12:05 pm the pcu was powered off. At 2:25 pm an infusion was programmed by guardrails drugs (iron carboxymaltose) with a rate of 937.5ml/h and a volume to be infused (vtbi) of 250ml. At 2:42 pm the infusion was completed with a pvi (primary volume infused) of 250ml, then, the volume to be infused (vtbi) was changed to 20ml and an infusion started again with the same rate. At 2:44 pm the infusion was completed with a pvi (primary volume infused) of 270ml. At 2:48 pm the pcu was powered off. The alaris system user manual (v12.3), states, the restore option is available for infusions on the same module and pcu if the system is powered up within 8 hours of last use and the user answers no to the new patient prompt. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump shut down; restore function issue was not able to be identified from the log analysis. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an unspecified event and the customer reached out to the manufacturer inquiring about the restore feature of the device. No further information was provided at the time. Bd received additional information. It was reported that the event involved an infusion of heparin. Per report, the pump shutdown while moving it along with the patient. The nurse restarted the pump and used the restore function. However, the programming was allegedly different despite using same patient/same profile/same channel. The nurses were able to recognize the wrong configuration before administering the drug to the patient. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: concomitant med prod data.